Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, blood flow into the outer sheath occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous mid left anterior descending (lad) artery. During ablation with the rotalink plus, blood entered the outer sheath. It was reported that the back flow did not present any adverse effect to the pt. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).